Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the keypad was not responding. Customer¿s blood glucose was 325 mg/dl at the time of incident. Customer stated that the insulin pump had frozen display. Customer reports the time clock did not advancing. Customer reports the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try pump with remote. The insulin pump will not be returned for analysis.